Manufacturer narrative:
(B)(4).

Event description:
Procedure: carcimone low rectum. According to the reporter: the customer said that during the use of the roticulator, the lever to close the jaws did not stay in the close position. The lever was pushed all the way in, but would not stay in place. A few staples fell in the cavity, the staples that fell into the cavity were removed. They were not able to use the device. The staple line was reopened to remove any other loose staples. They unsuccessfully attempted to use a (B)(4) 3.8 to complete the case, but it was not the correct device for the procedure, so they executed a manual endoanal anastomosis. There was no add'l bleeding, however, there was tissue damage and unanticipated tissue loss. The operating room time was extended over 30 minutes. The pt's hospital stay was prolonged from 10 to 12 days. Due to a fistula, a colostomy was necessary. The pt will be evaluated in the future for a possible reconstruction.